Event description:
It was reported to boston scientific corporation that a lynx system device was implanted into the patient during a lynx tvt sling + cystoscopy procedure performed on (B)(6) 2012 for the treatment of genuine stress incontinence. The patient was awakened and taken to the recovery room in stable condition. On (B)(6) 2012, the patient underwent mesh revision surgery with cystoscopy due to tvt mesh erosion. Findings revealed approximately a 1cm area in the midline of mesh erosion. The cystoscopy findings were negative for mesh erosion into the bladder. A weighted speculum was placed in the vagina and the area of mesh erosion was identified and hydro dissection was performed. The mesh was resected to the point that the area was no longer visible or palpable. The patient was awakened and taken to the recovery room in stable condition.

Manufacturer narrative:
Block b3 date of event: the provided event date of (B)(6) 2012 was chosen as a best estimate based on the date of mesh revision surgery. Block e1: this event was reported by the patient's legal representation. The implant and revision surgeon is: (B)(6). Block h6: imdrf patient code e2006 captures the reportable event of mesh erosion. Imdrf impact code f1905 captures the reportable event of mesh revision surgery.